Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 45 mg/dl was entered into the pump by the user on 10/18/2019 at 9:03:28am cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 19.6 units was observed on 10/18/2019 at 9:02:26 am. A tubing fill of size 11.8 units was observed on 10/18/2019 at 2:25:37 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. A 200% temporary rate for 120 min was observed 5 times from (B)(6) 2019 to 10/18/2019. It is possible the user¿s personal profile settings need adjustment. On (B)(6) 2019 user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019 user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 30 mg/dl; cause was unknown. Customer drank juice and consumed a waffle and candy to treat bg. A family member also provided carbohydrates to treat bg. Additionally, medics were called in regards to low bg event. Recommendation was made to consult with healthcare provider regarding diabetes management.